Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. The helix mechanism was unable to extend, most likely due to dried blood in the mechanism. Laboratory testing was unable to reproduce the reported clinical observations.

Event description:
Boston scientific received information that this right ventricular (rv) lead was repositioned due to high threshold measurements and loss of capture. Five days following the repositioning procedure, the lead was again exhibiting loss of capture. Therefore, the lead was explanted and replaced. No adverse patient effects were reported.